Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed the hardware checkout. It was discovered that the port on the imaging system mobile view station (mvs) was broken. It was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not communicating with the imaging system. The site rebooted the navigation system several times: by exiting spine procedure, logging out of the spine procedure, and powering off the system. After this failed to resolve the issue the site tested 3 different ethernet cables, which all successfully verified but still did not resolve the issue. The site then removed the imaging system from the equipment list and re-added it, then attempted to reboot the imaging system. Both of these failed. Finally, the site rebooted the navigation system, which successfully passed communication status after wiggling the ethernet cable. There was no patient impact reported and a delay to surgery of 20 minutes.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Troubleshooting found that the viewing station of the imaging system bulkhead connector, reported in MDR 1723170-2018-03451, was the probable cause of the reported issue.

Manufacturer narrative:
Initial reporter updated due to surgeon name provided. If information is provided in the future, a supplemental report will be issued.